Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture and silicone migration.

Event description:
Patient representative reported right side "periprosthetic fluid was uneven due to suspected capsular rupture and the presence of comet axillary lymph nodes for probable silicone absorption," and rupture. Device remains implanted.